Event description:
The facility representative reported a colleague infusion pump that is over-infusing. It is unknown when, or in which care area, this event occurred. This condition has the potential to cause death or serious injury. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is under-infusing was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump head module. The pump head module was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Additional information: should additional information be received, a follow-up medwatch will be submitted.